Manufacturer narrative:
Cloud data for the period of (B)(6) 2025 was reviewed. Review of the cloud data showed that five 20 u boluses were delivered during this time period. The cloud data showed that two of the boluses were based on an entry of carbs and blood glucose values where the calculations were then adjusted to 20 u while the other three boluses had no inputs and were manually adjusted from 0 u to 20 u. The cloud data contains no further evidence of interaction with the controller in order to program, confirm, and deliver the 20 u boluses. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. The physical device and/or user data logs were not provided. Without evidence of interaction with the controller, it could not be conclusively determined if these boluses were programmed by the user prior to delivery. The exact cause of the reported event could not be determined. If additional information is received, a supplemental report will be submitted. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient received 2 unprogrammed boluses of 20 units each, that resulted in hypoglycemia and hospitalization.